Event description:
A customer reported that two different patient results obtained using a vitros 5,1 fs chemistry system was associated with the incorrect patient name. Mis-associated patient results may lead to inappropriate physician action. However, the customer identified the mis-association prior to reporting. There was no report that erroneous results were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that two different patient results for were associated with the incorrect patient name. Limited information was provided to assist in the investigation. The customer knowingly reused an sid number due to their lis configuration. However, the customer did not ensure the sample previously programmed with the same sid number was processed to completion, or deleted from the system memory prior to reuse. The customer was aware of the ocd recommendation on the device labeling, located in the vitros 5,1 fs system user documentation (vdocs) describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. The ocd csc assisted the customer in enabling the auto-deletion feature of the vitros 5,1 fs chemistry system to help prevent mis-association of patient results from occurring by automatically deleting existing sample programs (and associated sid numbers) from the system memory after a specified duration of time. The root cause of the event is user error. There was no evidence to suggest an instrument malfunction.